Manufacturer narrative:
(B)(4). Batch #: unknown. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts have been made to obtain the following information and the device. To date no response has been provided and no device received. If the device or further details are received at a later date, a supplemental medwatch will be sent: was the device locked on tissue with the jaws closed? If yes, how was the device removed? What troubleshooting steps were attempted to open the device (e.g. Squeezing the closing trigger while simultaneously depressing the anvil release button, knife reverse switch, manual override)? Did the jaws eventually open? Please provide the status of the device(s) as it has not been received for analysis.

Event description:
It was reported that during an unknown procedure, the pvs failed to open on a patient¿s pulmonary artery. The surgeon, had a clamp on hand. The patient is fine and there were no adverse consequences for the patient.